Event description:
On 2/21/97 the account obtained discrepant total bhcg results when initial run gave a result=935.23 and subsequent runs gave results =0.94, 1.48, and 2.46. The original result was reported and the dr requested repeat run and stated "pt is 2 days pregnant and did not know if pt care was affected. The tests were performed for dr's office. All the runs were from the same day but different times. The same specimen was run 4 times.